Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a car accident where he was the driver. He stated he had been having low blood glucose levels recently. While driving, customer states he nearly went into a coma from his low blood glucose levels. He couldn't feel his arms or legs. He had a black out while driving his vehicle and was involved in an accident. When customer was admitted to the hospital, his blood glucose level was 25 mg/dl. Customer stated he checked his blood glucose level about an hour and a half before the accident and it was around 135 mg/dl. Customer stated he had taken his insulin pump to a diabetic clinic and they said it appeared fine. Customer declined to trouble shoot the pump over the phone. Nothing further was reported.